Event description:
During procedure and prior to transseptal access, balance heavyweight wire noted to be broken. Fluoro confirmed distal tip in right ventricle/atrium. Interventional radiology team notified. Physicians attempted snare retrieval, without success. Physicians decided it best for patient (pt) to leave wire in place temporarily as pt was hemodynamically stable at the time and having no apparent arrhythmias related to the retained wire. Planned to bring pt back for retrieval at later time. Hours later, pt deteriorated with signs of hemopericardium and hemothorax. Determined that wire had migrated in pericardium to chest wall and abdomen. Sternotomy and exploratory laparotomy completed with retrieval of wire, no signs of major injury to other organs. Hemodynamic stability regained post-operatively. Electrophysiologist noted on closer inspection of this brand/model guidewire that there appears to be a weak spot. Ep lab has decided to no longer use this particular model guidewires for this ablation procedure.

Event description:
During procedure and prior to transseptal access, balance heavyweight wire noted to be broken. Fluoro confirmed distal tip in right ventricle/atrium. Interventional radiology team notified. Physicians attempted snare retrieval, without success. Physicians decided it best for patient (pt) to leave wire in place temporarily as pt was hemodynamically stable at the time and having no apparent arrhythmias related to the retained wire. Planned to bring pt back for retrieval at later time. Hours later, pt deteriorated with signs of hemopericardium and hemothorax. Determined that wire had migrated in pericardium to chest wall and abdomen. Sternotomy and exploratory laparotomy completed with retrieval of wire, no signs of major injury to other organs. Hemodynamic stability regained post-operatively. Electrophysiologist noted on closer inspection of this brand/model guidewire that there appears to be a weak spot. Ep lab has decided to no longer use this particular model guidewires for this ablation procedure.